Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown sz. 5 11 mm cs insert. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer - hospital policy.

Event description:
It was reported that, patient had what was felt to be a unstable tka. Put in a 16 mm insert.